Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the operating room for scheduled generator upgrade. The atrial lead exhibited intermittent capture, undersensing and no sensing of p waves. The lead had chronic capture issues. The lead was capped and replaced. The patient was in a stable condition before, during and after the procedure.